Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage event while connected to the mobile power unit was confirmed via log file analysis. The heartmate mobile power unit (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review spanning approximately 4 days ((B)(6) 2022 per timestamp). The pump maintained a speed above the set lsl while the driveline was connected. On (B)(6) 2022 there was an atypical low voltage alarm while connected to the mobile power unit due to a loss of ac power. The bus and rsoc voltages decreased to as low as ~3v and the backup battery was activated during this event. This event cleared after ac power was restored. There were no other notable alarms in the log file. Pump operation was not affected. Multiple good faith efforts were sent asking if the mpu would be returning and for additional information regarding the reported event; however, to date no response has been received. The root cause of the reported event was unable to be determined in this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including low voltage events. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Log file review captured low voltage hazard events on (B)(6) 2022 at 20:58 while using the mobile power unit (mpu). There was a total loss of power to the mpu until power was restored to the mpu. This event lasted approximately 3 seconds.